Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/12/2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/27/2016. The reported event of loss of connection was confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests failed. A review of the shared data confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.